Event description:
It was reported that during a routine device check visit the atrial lead was observed to be dislodged. The lead was capped and replaced on (B)(6) 2017 during device replacement due to eri. The patient condition was stable.